Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leak at reservoir barrel. Customer¿s blood glucose level was 173 mg/dl. Customer reported that they noted leak at the time of filling a new reservoir. The device will not be returned for analysis.